Event description:
A report was received that the patient had an infection at the lead incision site. The symptoms are drainage and pus. The physician does not believe the infection is device or procedure related and it was caused by the patient's hygiene. The patient underwent an explant procedure. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02, serial # (B)(4), description: precision implantable pulse generator (ipg). Model # sc-2218-50, serial #(B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.